Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2013 at 16:20:38. During night drain cycle six, the patient's ultrafiltration reading was 1103ml, indicating the home patient (hp) drained 1103ml more than their maximum programmed fill volume of 1800ml. No further information was available.

Manufacturer narrative:
(B)(4). (B)(6). Evaluation summary: the device was received by baxter for evaluation. Review of the event log found evidence of the reported iipv condition. The cause was one or more cycles advances to next fill when slow / no flow occurred above the min drain volume threshold. Should additional relevant information become available a supplemental report will be submitted.